Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full eval will occur upon receipt of the returned product.

Event description:
Brush broke off toothbrush [device breakage]. No adverse event. Case description: a (B)(6) year old female consumer reported that while using an oral-b rechargeable toothbrush, version unk, an oral-b brush head, version unk broke off. This was the second time this happened. No symptoms developed.